Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose, low blood glucose, and sensor glucose vs. Blood glucose events. The customer reported a blood glucose value of 450 mg/dl and 57 mg/dl during low. The customer reported hyperglycemia was treated with a manual injection/insulin pen and hypoglycemia with glucose/carb intake. The customer reported the following led up to the event: just happened suddenly. The event involved product(s) mmt-332a, mmt-7841zn, mmt-1884, mmt-7040a, mmt-397a. The customer used the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range with a previous sensor. The insulin delivery was not suspended. The customer reported there was a high/low blood glucose event related to the sensor glucose vs. Blood glucose event. No further patient complications were reported. No product return is required for mmt-332a. A product return for mmt-7841zn was requested and the customer response was the device will be returned. A product return for mmt-1884 was requested and the customer response was the device will be returned. Product return requested for mmt-7040a. The customer declined to return or is unable to return. No product return is required for mmt-397a.